Manufacturer narrative:
D10 concomitant product: fgs-0347, fgs-0347 pillcam recorder dr3 x1 (serial# (B)(6)); fgs-0590, fgs-0590 pillcam sensor belt ms sb (lot# 78723s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a problem with the capsule. The data were entered, and the connection between the capsule and the reading device was established. The patient had difficulty swallowing the capsule; therefore, it was placed via gastroscopy. After 40 minutes of capsule activation, the recorder sounded an alarm and disconnected from the capsule and could not be reset, to the point that it had to be turned off and on again, and the patient¿s data had to be re-entered via the charging station. After this, the connection was obtained, and the video capsule was swallowed. The second problem appeared after a few hours, when the recorder turned off after 3 readings and only 3 hours of recording, without emitting alarms or unusual sounds. After connecting the device to the charging station, the battery, which seemed dead, was at three-quarters capacity.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. The evaluation found no potentially contributing factors. It was reported that the pillcam capsule was difficult to swallow and failed to transmit to the recorder. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.